Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: product event: it was reported that the implant body could not be removed from a fixture mount. The procedure was completed using another device. There was no report of patient injury or delay in procedure. Expiration date: 20 sep 2021. Single use device: correction: no. Date returned to MFR: 10 jan 2019. Rec'd by MFR: 03 apr 2019. Report type: follow up. Event type: malfunction. Follow up type: correction, additional information, evaluation summary. MFR date: 05 oct 2016. Device eval by MFR: yes. The reported device was received for evaluation. Visual inspection identified wear and debris about the implant body and mount. The mount was returned removed from the implant. Functional testing revealed that the implant and mount were able to assemble, retain, and disassemble as normal using hand tools. The reported condition of an implant that could not be removed from the mount was not confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the a complaint history review was performed for the reported device lot for similar cause and no other complaint was identified. A definitive root cause could not be determined. Probable causes for the reported condition include patient specific issue or untapped, dense bone and excessive insertion torque. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant body could not be removed from a fixture mount. The procedure was completed using another device. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
(B)(4). Weight unknown / not provided, email address unknown / not provided.

Event description:
Dr. Indicated that the implant body cannot be removed from the fixture mount, another implant was placed.